Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak during their pd treatment. During a call to technical services, the patient reported that a fluid leak had also occurred the previous night. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option, manuals was available. Additional information has been requested however has not been received.

Manufacturer narrative:
Should have stated, "during a call to technical services, the patient reported that a fluid leak had occurred the previous night." (Clarification that a fluid leak occurred only one time). Additional information: clinical response was received with information that the patient continued treatment with manuals. There was no effect to the patient outcome. The patient has switched to continuous ambulatory peritoneal dialysis (capd) permanently. The cassette is not available for return. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a call to technical services, the patient reported that a fluid leak had occurred the previous night. (Clarification that a fluid leak occurred only one time).